Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed threshold suspend. The sensor glucose value was 60 mg/dl, while his blood glucose was 80 mg/dl. Nothing further was reported.